Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h3: device evaluated by manufacturer? Has been selected as yes h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be confirmed. There were received 34 physical samples, tested, and documented in form confirming the reported condition. Refer to evidence attached 30/sep/2024 foreign particles- soiling of packaging materials record in database. Batch record revision results: lot 4a00001 was manufactured on 02/jan/2024 in bodolay manufacturing line, with a total of (B)(4) eaches (eas). The complaints investigator performed a batch record review on 30/sep/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 30/sep/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4a00001 lot for the malfunction ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿, defect and no additional complaint was identified. Historical nonconformance review: on 30/sep/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿, defect for the lot number 4a00001 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 34 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our procedure instruction. In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as physical samples for this complaint issue were received, there were evaluated and as a result, the reported malfunction for the observed product was confirmed. A defect rate analysis for this issue was performed and as result, the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
MDR 9618003-2024-02549 / device 7 of 34. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that, there were foreign particles / soiling of packaging materials. The product was not used. Photographs depicting the issue were received from the complainant.